Event description:
Event description guidant received information that this right ventricular lead dislodged within two months after the implant procedure. During the lead revision procedure, the helix was unable to effectively engage the tissue due to multiple unsuccessful repositioning attempts. The lead was explanted and replaced with a new lead.